Manufacturer narrative:
The technician replaced the worn brake casters, stiffener plate and brake bearings to repair the bed.

Event description:
Information received indicates the brake will not hold.